Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited crosstalk during atrial pacing. The device delivered the pacing appropriately. Programming changes were made, and the defibrillation test was performed successfully. The patient was stable.